Event description:
The customer reported to olympus, the high flow insufflation unit exhibited intermittent loss of power. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that there was no procedure delay, and the device was replaced. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, the external parts of the unit appeared to be in good condition. The internal of the unit had slight damage to the ribbon socket on the main board. The evaluation stated that when the unit was switched on and cavity mode button pressed, the front panel led switched off and the alarm sounded, and this was found due to faulty main board. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.